Manufacturer narrative:
This report is submitted on 12 november 2019. (B)(4).

Event description:
It was reported that the patient's device was explanted on (B)(6) 2019 due to infection at implant site.

Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with 7 courses of oral antibiotics during 2019, prior to explantation of the device. This report is submitted december 19, 2019.